Manufacturer narrative:
Investigation: one hundred sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 8058903, cat. No. 325105. Visual examination, functionality testing and measurement of the cannula along with a clog test was carried out on all one hundred samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the pn 31x8 100 pk germany experienced leakage. The following information was provided by the initial reporter: nurse repeatedly observed leakage of insulin via binding of the cannula to the pen. In addition, the needle would not always reach through the ampule plug and would encounter strong resistance to insulin application.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pn 31x8 100 pk germany experienced leakage. The following information was provided by the initial reporter: nurse repeatedly observed leakage of insulin via binding of the cannula to the pen. In addition, the needle would not always reach through the ampule plug and would encounter strong resistance to insulin application.